Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced leaking from a transfer set. It was further reported the transfer set disconnected from the non-vantive plastic adapter. The patient went into the clinic after the disconnection and the transfer set was replaced. Subsequently, the patient experienced peritonitis and was prescribed unspecified intraperitoneal antibiotics for three weeks. The patient was not hospitalized. On an unspecified date, the patient recovered from the event. Action taken with pd therapy was not reported. No additional information is available.